Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: a.2., b.3., b.5., d.4., d.6., d.7., g.1., h.4., h.6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "lymphatic knot with siliconoma".

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: opening curved on radius, yellow biological tissue, red particles and underweight. A visual and microscopic analysis was performed which identified missing shell, creases fold, broken sharp on posterior and two opening sharps on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is two sharp openings on posterior due to an unidentified (tear) opening, sharp broken on the posterior due to an unidentified (tear) opening and missing shell due to inconclusive. Reason for reoperation due to rupture and silicone in lymph nodes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture and silicone in lymph nodes. The device has been explanted.